Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and subsequently passed away coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis and manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Subsequently the patient passed away. The cause of death was reported to be due to peritonitis. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis (pd) therapy was ongoing up until the time of death. No additional information is available at this time. This is report 2 of 3 involved in this peritonitis event.